Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the cause of the peritonitis was due to the touch contamination. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis, manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as a touch contamination as well as there being a crack in the patient¿s transfer set. The day of onset; the patient was hospitalized for the peritonitis event. Beginning the day after onset; the patient was treated with vancomycin (intraperitoneally, 2 gm, every 72 hours) for the peritonitis event. At the time of this report, treatment was reported to be ongoing. Eight days after the hospitalization started; the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but is not available.